Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to characters limitations, the initial reporter - (B)(6). Complaint ID - (B)(4).

Event description:
It was reported that during use, sensation plus 50 cc intra-aortic balloon (iab) which was axillary placed had fiber optic sensor failure. There was no patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields:b4,d9,g1(contact person ¿ mfg site),g3,g6,h2,h3,h6(ype of investigation,investigation conclusions,h11 corrected field:d7a no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID - (B)(4).